Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with the customer's reservoir. The spouse states the reservoir would not fill. The customer states they could not push air in vail to fill reservoir. The customer's blood glucose level was 244mg/dl. No further information provided.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill test to the reservoir and the reservoir passed inspection. No occluded anomalies were found during analysis.